Event description:
It was reported that there was no video on monitor. No patient injury reported.

Manufacturer narrative:
Ge representative evaluated system. Preplaced video splitter and cpu. System operates as intended.